Event description:
According to the reporter, following a veterinary ovariectomy, where the device was used for muscular overspray with safety cross dots, the patient had wound dehiscence on the muscle walls. This caused disembowelments with emergency surgical revision on the 13th of the same month. The device was removed and the surgeon used another polydioxanone (pds) suture. There was no trace of infection observed during revisions or elements of thread rejections.

Manufacturer narrative:
Additional information: a2, a4, b5, g3, h6 (imf) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter,  following a veterinary oophorectomy, there was dehiscence on the muscle wall wounds where the device was used. This caused disembowelments with emergency surgical revision. There was no trace of infection observed during revisions or elements of thread rejections.